Event description:
The customer reported via phone call that the insulin pump alarmed, indicating that the radio frequency programmable integrated circuit failed the self test. The customer did not observe any significant events leading up to the issue. The customer's blood glucose was 128 mg/dl. She stated that the alarm had not occurred during the rewind/prime sequence. She was advised to disconnect and remove the reservoir from the insulin pump, perform the rewind process again, and program a normal bolus into the air. She reported that the bolus amount was recorded in the bolus history. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and passed the self test. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.